Event description:
It was reported that the off the shelf uninterruptable power supply (ups) integrated with the acuity central station leaked battery acid on a nursing station desk. The ups continued to pass power through to the acuity system until it was replaced 3 days later. There was no patient or staff harm of any kind associated with the failure of the backup battery.

Manufacturer narrative:
The device is an installed centralized patient monitoring system with backup power supplied by an off the shelf uninterruptible power supply (ups). The backup battery in the ups, model powerware 5115, by manufacturer eaton powerware, leaked battery acid on the desk in the nursing station. This event is being filed as an MDR because of the potential hazard posed to staff by exposure to battery acid. The complainant took pictures of the acid spill and associated damage to the unit. The images were sufficient to confirm the reported failure, but not sufficient to determine root cause. Because of the potential hazard posed by the battery acid, the failed unit could not be shipped back to welch allyn for failure investigation. The customer didn't provide patient details because there were no patients put at risk by the failure of the ups.